Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-15084; 3006705815-2022-15085. It was reported the patient experienced the ipg reaching end of life and the leads being confirmed with impedance issues. As result, both leads and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.